Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call the customer¿s wife experienced low and high blood glucose. The customer¿s low blood glucose was in the range of 30 mg/dl. The customer¿s other blood glucose were 55 mg/dl, 66 mg/dl, 281 mg/dl, 293 mg/dl, 287 mg/dl, 282 mg/dl, 280 mg/dl, and 68 mg/dl, 60 mg/dl. The customer was treated with orange juice. The customer decline troubleshooting. The insulin pump will not be returned for analysis.